Manufacturer narrative:
Medtronic tech services walked site through adjusting the 3-d model. Site was able to continue with navigation after a second registration. Software behaving as designed. No impact to patient outcome.

Event description:
Surgeon called in and said he was inaccurate 1 centimeter while using tracer with the cranial application. Surgeon restarted the tracer registration and it was successful. Surgeon felt accurate and the case continued as planned. There was no impact on patient reported.